Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same date. The cause of the peritonitis was unknown. On an unreported date in (B)(6) 2011, the patient began remedial treatment with voris and injection hachi (piperacillin and tazobactam 4.5mg for 14 days, route not reported). The event of peritonitis was resolving. Dianeal pd2 ultrabag therapy was ongoing. The nurse did not provide an assessment of causality for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed because no device malfunction or user error was identified. There was no batch review or sample evaluation for the disposable set. The event description did not state any apparent user error or other issues that could have caused contamination that resulted in peritonitis.